Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2026, product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 18-apr-2026, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient who was receiving morphine via an implantable pump. It was reported that the catheter was unable to be aspirated during catheter evaluation. There were no known environmental/ external/ patient factors that may have led or contributed to the issue. A dye study was attempted but unable to be completed because the physician was unable to aspirate. The catheter revision was needed on original 8780 catheter as it was unable to be aspirated. The healthcare provider (hcp) attached a new pump segment from an 8780 catheter. The physician was not able to draw sufficient cerebrospinal fluid (csf) and they made the decision to place a new legacy catheter using a 8598a and 8596sc. The issue was resolved at the time of the report.